Event description:
Customer reported noticing an error 6 message on his adc blood glucose meter. Customer further reported subsequently experiencing fatigue, headaches, and weakness on his legs. Customer went to see a doctor and was diagnosed with hyperglycemia. Customer was given insulin and an intravenous infusion of unknown type. Customer self-treated by eating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown.